Event description:
The reporter stated that he had rec'd er1 messages while using control solution. It was determined that he was using one touch control solution rather than surestep control solution. He had never rec'd the er1 message while blood testing.